Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the set screw appeared slightly deployed by fluoroscopy. After retraction of the screw, with unknown number of counterclockwise turns, the screw would not deploy but eventually did pop out. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.